Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer stated that a pt had his pd catheter implanted in (B)(6) 2011 and developed peritonitis, necessitating antibiotic therapy and removal of the catheter on (B)(6) 2011. No reported hole in or leaking from the catheter.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.